Event description:
During a surgical procedure involving the bypass machine, it was noted by the perfusionist that he/she was not able to calibrate the airflow and oxygen being delivered to the machine. Another machine was brought in and this machine was removed for evaluation by bio-med. The tubing/gas line that supplies the oxygen was found to be clogged. The oxygen gas line was replaced and the machine was put back into service. There was no adverse sequela to the patient.